Manufacturer narrative:
While no serious injury resulted in this event, there has been a previous report received where this malfunction resulted in a serious injury. Therefore, it must be presumed that recurrence of this malfunction could possibly cause or contribute to a serious injury or require medical or surgical intervention to preclude such. As such, this event is reportable per 21cfr part 803. Visually inspected and verified the insert could not be tested. The lamination stack is bent and does not meet spec.

Event description:
While using a 30k fsi-sli-10s insert, there was a water flow issue and the insert was heating up; no injury resulted.